Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture (loc) and high pacing impedance measurements. A revision procedure was performed where the lead was tested on a pacing system analyzer (psa) and yielded the same high out of range impedances and loc. Subsequently the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.